Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a hypoglycemic seizure and lost consciousness. The patient's blood glucose (bg) values dropped to 22 mg/dl. The paramedics arrived to give aid. For treatment, the patient was given a glucagon shot and their vitals were checked due to chest pains. No further details to report.